Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an umbilical hernia (reported as 8 mm) was treated with robotic-assisted surgery and implantation of a prosthesis mesh at the navel/umbilical area. Approximately 2 to 3 weeks after the procedure, persistent post-operative pain was reported, and anti-inflammatories were given with an expectation that symptoms would fade over 6 months to 1 year. At approximately 6 months post-procedure, the pain reportedly had not improved, and a radiology evaluation was performed in which the radiologist stated that everything was fine. The patient later returned to the surgeon and was reportedly diagnosed with a painful scar, described as a rare side effect (~5%), and it was stated that the mesh/prosthesis was impossible to remove; injections were offered but were stated to not always work. The patient reported ongoing symptoms for approximately 5 years, including burning sensation at/around the navel, skin sensitivity to clothing/fabrics rubbing the navel area, permanent discomfort at the surgical/implant site, throbbing pain, and pain/sensitivity to touch. Additional impacts included position-related sleep disorder, low mood, difficulty doing sports, difficulty sitting for long periods, and worsened burning sensation for several days/weeks after carrying heavy loads.